Manufacturer narrative:
The manufacturer did not receive devices or other x-rays for review. Where lot numbers were received for the devices, the device hist records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided, should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a (B)(6) patient underwent a revision surgery of an unknown tha after 4 weeks from implantation, due to mechanical complications and potential infection in the right hip. Collection of cloudy fluid was found close to the artificial joint. Cavity was immediately irrigated with antibiotic. Unknown cup, head and head adapter removed. A 64 mm mmc cup was then placed into patient at 38-40° inclination angle and 20° anti version angle. The patient underwent a second revision surgery on right hip on (B)(6) 2015, after approximately 3 years from implantation, due to elevated cobalt and chromium levels, fluid collection. Significant amount of corrosion was observed around the femoral neck and in the head adapter. Mmc found to be well fixed on the bone. No trend identified. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. Possible causes for the reported event according to dfmea: micro motion, fretting corrosion, decrease of taper connection strength, due to particles between stem/adapter taper and ball head. Possible -> revision report stated that corrosion was observed on taper connection, the parts were not returned for investigation, therefore it could not be excluded. Invivo higher amount of metal ions/particles due to corrosion and wear, due to risk of difference between invivo and invitro behavior. Possible -> revision report stated that corrosion was observed on taper connection. Fretting corrosion due to micro motion on taper, due to behavior (connection strength, corrosion) of 8/10 taper was worse than 12/14 taper. Possible -> revision report stated that corrosion was observed on taper connection. Increased corrosion, higher friction moments, due to patient specific variations in synovial fluid (composition and amount). Possible -> revision report stated that corrosion was observed on taper connection. Chemical, galvanical or crevice corrosion of material, due to foreign particles (taper) + scratches on articulated surface from surgeons. Possible -> the parts were not returned for investigation, therefore it could not be excluded. Increased wear, fretting corrosion (lever torque), due to patient with high body weight and bmi. Possible -> patient weight was unknown, therefore it could not be excluded. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a zimmer mmc cup 64mm/56mm code v on the right side on (B)(6) 2011. On (B)(6) 2014, the tha failed. The patient was revised on (B)(6) 2015.